Event description:
IV placed that did not give any blood into the fill chamber. The line was ultrasounded, so he knew that it was in. The needle was retracted, and blood came into the hub like normal. Concern is that if this is happening on peripheral sticks, people might not test the IV and just assume they didn't not get in because they didn't see a flash. This could cause multiple unnecessary sticks to patient.